Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10330. Reported via voluntary medwatch# mw5065396. It was reported that removal difficulties were encountered. Patient was referred for coronary artery bypass graft however, the patient refused. Coronary atherectomy was then performed. The target lesion was located in the proximal left anterior descending artery. A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During the first pass of the 1.75mm rotalink¿ plus, the burr stalled. The burr was unable to be moved forwards and backwards. The device was placed in dynaglide mode yet remained unresolved. A choice pt extra support guide wire was advanced alongside the burr to try to loosen the stalled devices but was unsuccessful. The patient was then prepped for emergency surgery. No further patient complications were reported.